Event description:
Caller states that during a proficiency test, the following coaguchek s result was obtained: 4.1 inr with a range of .1.58-4.0 inr. No action taken on device . No adverse event reported. Requested return of suspect system and replacement sent.